Event description:
It was reported that the pacemaker (ipg) showed a low battery voltage reading and decreased longevity estimate. A follow-up check of the battery voltage showed "a good voltage." The ipg was not explanted and remains in use. It was further reported that the device was explanted and returned to the manufacturer for analysis. No known patient complications were reported as a result of this event.

Event description:
It was reported that the pacemaker (ipg) showed a low battery voltage reading and decreased longevity estimate. A follow-up check of the battery voltage showed "a good voltage." The ipg was not explanted and remains in use. No known patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found. We did receive performance data collected from the device and have analyzed the data. The battery voltage for the device had no anomalies found. Battery voltage is measured at 2.86v on last measurement of (B)(6) 2011.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.

Event description:
It was reported that the pacemaker (ipg) showed a low battery voltage reading and decreased longevity estimate. A follow-up check of the battery voltage showed "a good voltage." The ipg was not explanted and remains in use. It was further reported that the device was explanted and returned to the manufacturer for analysis. It was later reported the device reached normal elective replacement indicator. No known patient complications were reported as a result of this event.